Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5, update section h3, and to provide the completed investigation results. One 6fr glidesheath slender was received for product evaluation. Visual inspection revealed that there was a kink the sheath shaft at the hub. The sheath was also flattened and concaved longitudinally at 2.3 cm from the hub all the way to the tip. The user facility stated that the product did not touch the patient. However, when the sheath was returned there was a blood like substance noted inside the side tube. There was also a blood like substance on the three-way stopcock and on the sheath hub. The complaint description also describes that the damage was noted upon removing the sheath from the patient. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that difficulties during withdrawal of the device such as calcification, spasm, or holding too much pressure on the access site during withdrawal likely attributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received 02mar2020. The sheath never touched the patient's body. It was bent out of the package

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved glidesheath slender was used, and upon completion of the left heart catheterization procedure, the physician went to remove the sheath and the sheath was completely smashed flat. No patient injury occurred. The patient's condition was stable, and the procedure was completed successfully. There were no other devices or equipment used with the reported product. There was no medical or surgical intervention required.